Event description:
The patient's pump was replaced on (B)(6) 2011. The patient became febrile on (B)(6) 2011; and a temperature of ">100.5" degrees fahrenheit was noted. The patient went to an emergency room and was admitted to the hospital. On (B)(6) 2011, a physician found a seroma at the pump pocket site. The incision and area around the pump site was describe as being red and tender to the touch. An infection was noted, and the patient was started on antibiotics. The patient's pump was explanted on (B)(6) 2011. It was noted that the patient chronically has "c-diff." Drug delivered via the device was lioresal 2000mcg/ml at a daily dose of 523.4 mcg.

Manufacturer narrative:
Catheter model: 8578 pump proximal rev segment, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: unk; catheter model: 8709 accy kit, serial # (B)(4), implanted on: (B)(6) 1999, explanted on: unk. Final analysis of the device revealed no anomaly, normal device function.

Event description:
Additional information: in addition to the fever and redness of pump pocket (reported previously), the patient experienced headache. The catheter was also explanted in addition to the pump explant. It was reported in error previously that the patient's pump was explanted on (B)(6) 2011, the date of explant was (B)(6) 2011. The patient's outcome was reported as non-serious injury/illness. With regard to patient outcome, it was noted the patient experienced "difficulty changing to oral baclofen".